Event description:
Customer reported a cartridge that does not lock in place. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up from technical support and is in the process of obtaining a new device as their current one is out of warranty.